Manufacturer narrative:
A ge oec service representative investigated the issue and found the lemo receptacle was bent at a 45 degree angle to the system. The lemo receptacle was replaced as was the interconnect cable that plugs into it. The system was then tested and found to be functioning correctly. The system was released to the customer for use. No patient information was available from this facility. There are no reported injuries or negative effects due to this issue.

Event description:
This ge oec 9800 fluoroscopy system had a boot-up issue, where the system required a second boot to activate the system. It was further reported that after the third case of that day, the system made an abnormal beep, and the fluoro light kept blinking.